Event description:
The new version of the ethicon hamonic ace was used in the case. When the shears touched up against the stainless steel of the rumi it caused the ace handpiece to malfunction. The ace would not cut tisse when sending signal back to power unit. The handpiece had to be replaced with the previous generation (version).what was the original intended procedure?total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and cystoscopy.device #1is this a laboratory device or laboratory test?no.